Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Scrape in my mouth [mouth injury]. Painful gums [gingival pain]. Toothbrush broke / broke off [device breakage]. Consumer contacted via e-mail and stated that the toothbrush broke. No serious injury was reported.